Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The complaint/event occurred on an unspecified date and involved a 30 cm (12") appx 3.0 ml, set ambrato per infusione, 4 clave®, perforatore con filtro. The customer reported that solumedrol (premedication) from an ecoflac bag connected to the device tree had leaked at the tree connection fitting when the tubing was unclamped. This required a patient's infusion to be stopped so that the tree could be changed. As a result of the leakage issue, the patient received a lower dose than expected. There was a 15 minute delay in therapy, because time was needed to find where the leak was coming from, to change the tree and also reconnect the patient. The therapy was completed. The leak did not come into contact with the patient. The leak was cleaned up according to facility protocol with no specific kit, because it was premedication. After the incident, the patient was reportedly anxious. There was no human harm as a result of this complaint/event.

Manufacturer narrative:
The following items were received by the customer for complaint investigation: one used list #unknown, b braun 50 ml bottle with solumedrol; lot #unknown one used list #011-h1368, 30 cm (12") appx 3.2 ml, set ambrato per infusione, 4 clave®, perforatore con filtro; lot #5675150. No visual damages or anomalies were noted. One (1) used list #unknown, plum set; lot #unknown. A photo was provided showing the set in a plastic bag. There was no leakage observed. The returned 011-h1368 set was leak tested according to product specifications. There was leakage from one of the clave to female luer connections on the trifurcated tree. The clave was separated from the female luer. There were no cracks or damages. The clave was reconnected and there was no longer leakage when leak tested. The reported complaint of leakage can be confirmed. The probable cause is due to an incomplete connection of the clave to the female luer during assembly in manufacturing. The device history record was reviewed and there were no relevant non-conformities identified that would have led to the reported complaint d9 - date returned to mfg: 22apr2024.